Manufacturer narrative:
This report is submitted on february 4, 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration of the implant secondary to an infection at the site.